Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 600520 chronic catheter allegedly failed to infuse. This information was received from various sources. The malfunctions involved patients without consequence. One patient was reported to be male; all other age, weight, and sex information was not reported.

Manufacturer narrative:
H10: of the two devices, no lot numbers were provided; therefore, manufacturing reviews could not be performed. Of the two devices, the product catalog number of 1 device was updated to 0600520. One of the two devices was returned for evaluation. Based on the available information, the returned device's file was reassessed for fluid leak, and the investigation is confirmed for external leak. The root cause could not be determined based upon available information. The investigation for the device that was not returned is inconclusive for failure to infuse due to the fact that no sample was returned for evaluation, and a definitive root cause could not be established. The devices are labeled for single use. H6 (device- 1250 leak); h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
One of the two devices was returned for evaluation. The investigation for the device that was not returned is inconclusive for the reported device codes and a definitive root cause could not be established. The investigation of the returned sample is currently underway. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 600540 chronic catheter allegedly failed to infuse. This information was received from various sources. The malfunctions involved patients without consequence. The malfunctions involved patients without consequence. One patient was reported to be male; all other age, weight, and sex information was not reported.